Event description:
It was reported that the device had damaged rear housing. Evaluation of the returned device found air detector and downstream occlusion seal were damaged. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal and air detector were damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal and air detector were replaced.